Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 15 pro max / 3.5.1 / ios 26.1.

Event description:
It was reported that pump experienced malfunction alarm identified as malf 24 with associated fault information, and there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.